Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 380 range and insulin injections were used to address the high bg level. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis with a bg in the 380 mg/dl range and was treated with intravenous insulin. Reportedly, the customer was using apidra insulin and has since switched to using humalog.